Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4). This report was mailed to FDA on: 06/04/2014. The MFR internal ref no is: (B)(4).

Event description:
A customer reported during a procedure, the eye became soft and the posterior chamber was ruptured. The system gave multiple advisories that the saline solution bottle was near empty and should be replaced, so another saline solution bottle was prepared. The surgeon thought there was enough saline solution in the bottle to proceed with the surgery so the bottle was not replaced. Add'l info has been requested but none has been received to date.